Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 1st june 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and that it had successfully performed all weekly auto self-tests up to (B)(6) 2017. On (B)(6) 2017 the device was manually power cycled, passing a self-test. No further log entries were recorded. On receipt, the pad clock failed, this indicates a fault. After further investigation it was found that the fault was caused by membrane failure due to fractured tracks caused by excess silicon application in the membrane tail seal area. Upon receipt of the device, the left pad placement led, chest led, and both status indicators were failing to illuminate. This would confirm the reported fault. As the fault could not be replicated with a known good membrane installed. Furthermore, upon receipt of the device, the internal pad clock was failing to increment, and the device was failing self-tests due to a real-time clock (rtc) error. There was no evidence of an rtc error within the history log. The pad clock was re-synchronised, and the device was stressed by high and low temperatures, however, the rtc failure could not be replicated. The device was received at heartsine on (B)(6) 2017. Therefore, this would suggest a fault had developed during transit to heartsine.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. No status indicator.